Event description:
The customer received a questionable troponin t result for one patient sample. The initial result was 0.010 ng/ml with a data flag. The sample was repeated on cobas e601 analyzer serial number (B)(4) and the result was 0.076 ng/ml with a data flag. The sample was repeated on the original analyzer and the result was 0.092 ng/ml with a data flag. The result from the cobas e601 and the repeat result from the original analyzer were considered to be correct. The patient was not adversely affected. The troponin t reagent lot number was 16887901 with an expiration date of 08/31/2013. The field service representative determined there was a problem with the s/r probe. He replaced the s/r probe and the sipper probe. To verify the analyzer operation the customer ran qc with results within the customer's ranges.

Manufacturer narrative:
Additional information was received for the patient involved in the event. The patient was a female born on (B)(6). The patient's diagnoses were alkalosis dehydration, anemia, hyperthension with chronic renal disease, acute mi, coronary atherosclerosis, atrial fibrillation, gi bleeder and pacemaker in site.

Manufacturer narrative:
The investigation could not determine a specific root cause. In addition to the issue with the s/r probe found by the field service representative, it was also noted the customer was using a centrifugation force that was above the specific range and may have contributed to the event. No adverse event was reported.